Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The iipv found in the log was determined to be caused by insufficient drain due to one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 2. The patient's ultrafiltration (uf) reading was 1697 ml, indicating the home patient (hp) drained 1697 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was 4197 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify the nurse of the incidents of iipv that were found during the device log review. However, this writer was advised that the hp had not been on peritoneal dialysis therapy for a "long time," therefore, this information was not needed.